Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3012307300-2025-02031. The date of that submission was 2/19/2025. B3: month and year of event have been provided; day is unknown. Device evaluation: no product has been returned for investigation. A picture was received capturing the issue experienced by the customer. Review of the photo showed that blood had exceeded the acceptance criteria on the filter-pro device, thus complaint confirmation. In-process, filter-pro devices are automatically assembled and glued from supplied components. Without a returned sample to evaluate it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. While the allegation was confirmed, the exact problem source for the compromised filter-pro could not be identified with any confidence. No further action will be conducted at this time. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.

Event description:
It was reported that blood leaked from the filter pro and from the gaps in the syringe when blood was drawn. There were no patient harm or adverse event reported as a result of the event.